Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.